Event description:
It was reported that the left ventricular (lv) lead was dislodged into the right atrium. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequence.

Event description:
Additional information was received that there was loss of capture due to the dislodgement.